Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon performed a tc3 revision knee replacement as per surgical technique. During the trialing or broaching phase a universal stem trial size 10mm x 75mm detached in the intramedullary canal of the femur. This was not noticed until the definitive implant had been cemented in, and an instrument count was performed by the scrub staff after the wound had been closed. X-ray confirmed that the trial stem was stuck in the intramedullary canal, proximally to the definitive component.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The device associated with this report remains in the patient's femur. No revision has been reported. Photocopies of patient x-rays were provided. Review of the x-ray photocopies confirm the rod trial is in intramedullary canal of the patient's femur. A complaint database search finds no other reported incidents against the provided product and lot combination. A complaint database search against product code finds no other reported incidents of rod trials becoming detached and left in the patient. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.